Event description:
Pt said the glucose meter is reading between 40-100% off. The normal blood sugar range is between (70-140), the meter reading between (88-130) and independent lab testing is reading between (210-194, 244-162). Pt depends on the meter to control his diet for diabetes. He has called the MFR and they have sent him two devices, both of which he claims are inaccurate. He stated he has a complete record of his blood sugar readings from the meter and lab results. In addition he has the actual devices. He said it is dangerous to have inaccurate blood sugar readings.